Event description:
It is reported that the patient has catheter replaced earlier and one week later came back to angio suite with the same complaint - broken port. Since it was broken the radiologist exchanged it with a new catheter over an exchange wire.

Manufacturer narrative:
The complaint of a break in the arterial lumen is confirmed, cause unknown. The slight discoloration of the catheter between the extension tubing and the proximal end of the bifurcation site is due to chemical staining. Evident by the complaint sample that was returned it appears the catheter has been exposed to a harsh skin prep or some other type of catheter cleaning solution. Microscopic examination of the break site (arterial extension leg) exhibits a jagged irregular granular veneer. A cross sectional view shows an irregular granular veneer. The tubing is compressed in the area of the break site. It can be assumed this is the area of the tubing where the compression clamps were engaged. The compression clamp that is located on the arterial lumen revealed no burrs or sharp edges that would constitute damage to the catheter. At this time the mechanism of damage is undetermined. Gross visual and microscopic examinations and functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. A lot history review (lhr) of reve0425 showed no other similar product complaint(s) from this lot number.